Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient and the patient's healthcare provider (hcp) together contacted animas on (B)(6) 2012 alleging the patient was admitted to the critical care unit of the hospital on (B)(6) 2012 with an elevated blood glucose (bg) of 597 mg/dl. The hcp alleged that the insulin pump was not recording the boluses administered by the patient via the pump in the pump history. The hcp stated that the patient uses both the meter and pump for bolus administration. No further information was available at the time of the call to animas. Animas customer technical support (acts) and animas medical surveillance made several attempts to reach the reporters in follow up to troubleshoot the subject pump and follow up on the reported adverse event experienced by the patient; however, acts was not able to evoke a response from the attempts to contact the reporters. The pump is expected to be returned for evaluation. This complaint is being reported based on the allegation of the patient's hospitalization due elevated bg resulting from boluses not being recorded in the pump history as this allegation remained unresolved at the conclusion of the call.

Manufacturer narrative:
Follow-up #1 date of submission 03/26/2013-device evaluation: the pump has been returned and evaluated by product analysis on 03/01/2013 with the following findings: the meter remote was not returned with the pump for investigation. The pump powered on appropriately and was successfully paired with a test meter. A 10 unit audio bolus and a 10 unit normal bolus were successfully performed and both were accurately recorded in the pump history. A 10 unit bolus from the meter remote was also successfully performed and accurately recorded in the pump history. A review of the black box shows a "replace cartridge" alarm occurred at 08:23 on (B)(6) 2012. The alarm was confirmed at 08:26 on (B)(6) 2012 and deliveries were not resumed until 19:19 on (B)(6) 2012. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The complaint could not be confirmed or duplicated on investigation. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.